Event description:
It was reported that the pt was hospitalized in 2009, due to elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The pt could not identify the pump serial number and could not locate the pump at this time. Upon follow-up, the pt stated that the pump model was 'paradigm' multiple times, but was unsure.